Manufacturer narrative:
Updated data: b5 - third paragraph; d6b - explanted date; h6 - annex e, annex b, annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that, on an unspecified date following the implant of this transcatheter bioprosthetic valve, moderate aortic insufficiency was identified. No treatment was reported. Approximately seven years and eleven months following the implant of the transcatheter valve, during an office visit, the patient reported increased shortness of breath, shortness of breath at rest, and a reduction in functional capacity. An echocardiogram identified worsening aortic insufficiency from the previously noted moderate to severe insufficiency. A transesophageal echocardiogram (tee) five days later identified moderate-severe transvalvular aortic insufficiency. There was a plan to surgically explant the transcatheter valve and replace it with a surgical aortic valve. No additional adverse patient effects were reported. Additional information was received that at the five-year follow-up appointment, approximately five years and two and a half months following the valve implant, a transthoracic echocardiogram (tte) showed trace paravalvular leak (pvl) and, therefore, trace total ar. At the seven-year post-operative follow-up appointment, approximately seven years and two and a half months following the valve implant, a tte was performed and showed moderate pvl and, therefore, moderate total ar. Additional information was received that previously reported moderate aortic insufficiency was identified as moderate pvl on the tte that was performed approximately seven years and two and a half months following the valve implant. No treatment was provided for the moderate pvl at that time. It was noted that prior to the office visit, seven years and eleven months following the implant of the transcatheter valve, the patient was asymptomatic. Eight years and twenty-seven days following the implant of the transcatheter valve, the valve was surgically explanted, and a surgical valve was implanted.

Manufacturer narrative:
Should additional reportable information be received regarding the reportable event, a supplemental regulatory report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on an unspecified date following the implant of this transcatheter bioprosthetic valve, moderate aortic insufficiency was identified. No treatment was reported. Approximately 7 years and 11 months following the implant of the transcatheter valve during an office visit the patient reported increased shortness of breath, shortness of breath at rest, and reduction in functional capacity. An echocardiogram identified worsening aortic insufficiency from the previously moderate insufficiency to severe insufficiency. A transesophageal echocardiogram (tee) 5 days later identified moderate-severe transvalvular aortic insufficiency. There was plan to surgically explant the transcatheter valve and replace with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the surgical aortic valve repair, emergent hematoma evacuation was required with no complications. The patient was discharged five days following the surgical aortic valve repair.

Manufacturer narrative:
Updated data: h3 - device evaluated; h6 - annex b, annex c and annex d product analysis: the subject valve was returned to medtronic for analysis. The device was received inside in an evolut fx jar fully submerged in clear unknown solution. Host growth (pannus) was found throughout the valve. Leaflet 1 and leaflet 2 were in an open position while leaflet 3 appeared to be in the closed position. All leaflets were slightly stiff yet flexible. Leaflet 1 was predominantly intact with approximately 1-2 mm of the leaflet dehisced from the free margin and approximately 2-3 mm dehisced from the superior coaptive junction (scj) of commissure 1-2. Approximately 2-3 mm of leaflet 2 dehisced from the superior coaptive junction (scj) of commissure 1-2. A larger dehiscence, approximately 10 mm in length, was found on the scj of commissure 2-3. Manufacturing sutures along the margin of attachment appeared intact. Leaflet dehiscence can be observed from the inferior coaptive area between leaflets 2 and 3. Leaflet 3 was predominantly intact with approximately 3 mm dehisced from the scj of commissure 2-3. Thin layer of glistening off-white pannus fully encapsulated commissure 3-1; condition of commissure could not be assessed. Pannus thinly encapsulated commissure 1-2; appeared intact. Commissure 2-3 appeared intact. Note, leaflet dehiscence was found at the superior coaptive junctions below the commissures. Off-white pannus adhered to the inflow crown tips. Pannus was noted on the outflow crown and outer surface of the valve. Pannus extended to the outflow margin of attachments of leaflet 3. Damage to the tissue was noted on the inflow valve skirt. Multiple broken sutures were observed on the valve in multiple areas of the valve; below com 3-1, below com 2-3 and below l1 adjacent to the damaged valve skirt. Radiographic imaging revealed calcification on com 3-1 and com 1-2 commissural areas. Radiographic imaging did not reveal frame fractures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the implanted surgical aortic valve was a 25 millimeter (mm) non-medtronic valve (edwards inspiris resilia).

Manufacturer narrative:
Updated data: b5, h6 - annex b added. Product/image analysis: transthoracic echocardiogram (tte) images were provided from the seven-year follow-up appointment had suboptimal imaging quality. There was difficulty assessing the implant depth. The aortic valve (av) mean gradient was 15.27 millimeters of mercury (mmhg) per the site tracing. The ejection fraction was approximately 50%.¿aortic regurgitation appeared moderate to severe on color flow doppler. Aortic regurgitation (ar) pht was 481 milliseconds (ms) suggesting moderate regurgitation. Prosthetic av leaflets were poorly visualized. Mild mitral regurgitation and mild tricuspid regurgitation were noted. Tte images provided from approximately seven years and eight months following the valve implant, showed a good implant depth. Av mean gradient was 16.58 mmhg, per site tracing. The ejection fraction was approximately 50%. Aortic regurgitation appeared moderate to severe on color flow doppler. Ar pht was 316 ms suggesting moderate regurgitation. Prosthetic av leaflets were poorly visualized. Mild mitral regurgitation and mild tricuspid regurgitation were noted. Tee images provided from five days later showed mild mitral regurgitation, and moderate to severe aortic insufficiency with an eccen tric jet. A possible flailed prosthetic leaflet was observed with no paravalvular leak (pvl) noted. The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on an unspecified date following the implant of this transcatheter bioprosthetic valve, moderate aortic insufficiency was identified. No treatment was reported. Approximately 7 years and 11 months following the implant of the transcatheter valve during an office visit the patient reported increased shortness of breath, shortness of breath at rest, and reduction in functional capacity. An echocardiogram identified worsening aortic insufficiency from the previously moderate-severe insufficiency. A transesophageal echocardiogram (tee) 5 days later identified moderate-severe transvalvular aortic insufficiency. There was plan to surgically explant the transcatheter valve and replace with a surgical aortic valve. No additional adverse patient effects were reported. Additional information was received that reported at the five-year follow up appointment, approximately five years, two and a half months following valve implant, a transthoracic echocardiogram (tte) showed trace paravalvular leak (pvl), and; therefore, trace total ar. At the seven-year post-operative follow-up appointment, approximately seven years, two and a half months following valve implant, a tte was performed and showed moderate pvl, and; therefore, moderate total ar.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.